Event description:
It was reported while a patient had been wearing a pod for 18 hours the patient had experienced bleeding at the pod infusion site. Upon removal of the pod the patient reports the needle failed to retract upon initial activation. The patients reported blood glucose level was 180 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received with evidence of blood on the adhesive pad. The device was received with the soft cannula deployed and the needle visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The incorrect installation resulted in the needle failing to retract and bleeding/bruising. The download data shows that the device generated an 0x18 alarm, indicating an empty reservoir. Upon opening the pod, the reservoir was confirmed to be empty. Fluid did not flow through the complete fluid path, initially. The formed needle was found to be occluded. The occlusion was removed by running a soldering iron along the length of the needle. Once the occlusion was removed, fluid flowed freely through the complete fluid path.